Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices will not be returned, as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50 . Serial: (B)(6)/(B)(6). Batch: 7076107/7076186.